Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Device history record review shows that there were no issues related to the function on the molded components involved in this complaint. Customer complaint cannot be confirmed, based only on the information provided. To perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product available at the facility nor is being manufactured at the time issue. A CAPA file #(B)(4) was opened to perform a further investigation this issue (this CAPA is owned by r & d). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the screw cap connector does not connect to the oxygen outlet.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the screw cap connector does not connect to the oxygen outlet.